Manufacturer narrative:
On (B)(6) 2015 follow up: reportedly, the customer had an appointment with health care provider on (B)(6) 2015. Bg levels were reported to be better. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and elevated blood glucose level (525 mg/dl). Customer was treated with insulin drip. System check was performed with tandem technical support and the pump performed as intended. Recommendation was made to remove infusion cannula and check for kink as well as site related issues.